Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error alarm during rewind due to the motor encoder signal being out of phase. Unable to perform displacement test due to motor error alarm. The device was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.